Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 700 mg/dl. The customer states, she had changed the infusion set twice before going to the hospital and was admitted because of severe chest pain, nausea, and vomiting. Troubleshooting was performed and the insulin pump passed the prime test but no high pressure test was performed because the customer did not have a tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.